Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. A visual inspection and service history review were performed. Functional testing and an alarm log review could not be performed as the device was locked with an f-94 alarm. The f-94 alarm was identified during the attempted functional testing and alarm log review. The cause of the condition was determined to be main battery inoperative. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-94 (configuration option settings checksum is not 0) alarm. No additional information is available.